Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on (B) (6) 2008, the patient went to the clinic for a routine visit where it was found that 7 electrode channels have status 'hi'. If another contact gets 'hi' or the patient's hearing perception decreases, the patient will be re-implanted.